Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 2000020935, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients lead had fractured. It was also mentioned that the patient lead had migrated and was not receiving adequate stimulation.